Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that the coil failed to separate. The target lesion area was located in the fundus of the stomach. A 3mm/3.3mm vortx-18 diamond embolic was selected for use. During the procedure, coil deployment failed. The device was removed all together with the catheter. The procedure was completed with another of the same device. No complications reported. However, device analysis revealed that the main coil was not returned. It was further reported that the coil was scrapped by the physician after it was completely removed from the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. Visual inspection was performed. The retaining clip, the coil introducer and the plunger were returned for this compliant, the main coil was not returned. The plunger was returned inside the coil introducer. No damages were found in the device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. Visual inspection was performed. The retaining clip, the coil introducer and the plunger were returned for this compliant, the main coil was not returned. The plunger was returned inside the coil introducer. No damages were found in the device.

Event description:
Reportable based on device analysis completed on 30apr2020. It was reported that the coil failed to separate. The target lesion area was located in the fundus of the stomach. A 3mm/3.3mm vortx-18 diamond embolic was selected for use. During the procedure, coil deployment failed. The device was removed all together with the catheter. The procedure was completed with another of the same device. No complications reported. However, device analysis revealed that the main coil was not returned.